Event description:
Litigation alleges elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Litigation alleges elevated metal ion levels. Update rec'd 6/24/2014- sales rep reported revision surgery. Patient revised per patient request. There is no new additional information that would affect the investigation. Update rec'd 10/16/2014- medical records received. Patient revised to address pain. Upon revision, adhesions, osteophytes, and redundant soft tissue were noted. The sleeve and stem are being added to the complaint. This complaint was updated on 11/10/2014.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.